Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a new implant procedure, the helix mechanism for the ra lead was confirmed outside of the patient once after positioning a v lead. The ra lead was attempted to be positioned to a right atrium and noise was observed on psa and the measurement for wave height could not be performed. The problem was persisted with changing positioning site, performing the screw-in, changing psa patient cable or measuring on the chamber at the ventricular side. The physician decided to use another lead for ra since this was due to the lead anomaly. When the other lead was applied, the noise was eliminated, and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.